Event description:
It was reported that the ilet screen was cracked and the touchscreen became unresponsive, preventing the user from announcing meals and leading to high blood glucose; the problem involved the touchscreen component and was characterized as a fracture. Symptoms included insufficient information regarding specific clinical manifestations beyond elevated glucose. Outcomes included insufficient information regarding broader health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.